Event description:
Unomedical reference number (B)(4). Event occurred in the brazil. It was reported by the mother of the patient that flexlink cannulas are leaking insulin. This issue has been happening for months, but she was unable to specify a date or the approximate number of cannulas that leaked. She says that at 13/feb she faced the leakage 04 times, with 03 different samples from lot number 5406902 and once with a sample from lot number 5364373. She uses the cannulas in her abdomen and flanks and confirms not having lipodystrophy. She changes the cannulas every 03 days. She says that due to the leakage, sometimes she faced high bg around 400 to 500 mg/dl. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted primary unique device identifier (UDI) number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated. The reference samples for the lot 5465373 have been tested in complaint (B)(4) on 29-may-2024. Test results: changed from: the following tests were completed for 10 reference samples of lot 5465373. 1. Visual inspection as per criterios de empaque flex set (flex set packaging criteria)/sample book of packing area flex set version 12. 10 samples visually inspected and no damages or bent. 2. Flow test on customer complaints - pruebas de flujo en quejas del cliente (flow testing on customer complaints).doc version 10. 10 reference samples were tested and no defects were found. 3. Leak test under water flexset - prueba de fuga bajo agua (underwater leak test).doc version 7. 10 reference samples meet the criteria of minimum 80ml/minute. Flow test values: p1:216/p2:159/p3:208/p4:254/p5:149/p6:224/p7:249/p8:214/p9:183/p10:154. Device history record (DHR) review: packaging: the lot 5465373 was manufactured according to the document version (B)(4) on the packing process in the line multivac 07, on 05/oct/2021, with a total of (B)(4) units. Cannula assembly: the lot 5366666 was assembled according to work instruction (wi) version (B)(4) in line 2 on 04 oct 2021, with a total of (B)(4) units. The lot 5366667 was assembled according to wi version (B)(4) in line 2 on 02 oct 2021, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 17-jun-2025 against malfunction code leakage (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 5365373, no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The following tests were completed for 10 reference samples of lot 5465373. 1. Visual inspection as per (B)(6) packaging criteria flex set/sample book of packing area flex set version 12 (criterios de empaque flex set/sample book of packing area flex set version 12). 10 samples visually inspected and no damages or bent. 2.(B)(6) flow test on customer complaints (B)(6).doc version 10. 10 reference samples were tested and no defects were found. 3. (B)(6) leak test under water flexset (prueba de fuga bajo agua).doc version 7. 10 reference samples meet the criteria of minimum 80ml/minute. Flow test values: p1:216/p2:159/p3:208/p4:254/p5:149/p6:224/p7:249/p8:214/p9:183/p10:154.

Event description:
To date no additional patient or event details have been received.